Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/21/2009, 04/24/2009, 04/27/2009 and 04/28/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 05/27/2009.

Event description:
A surgeon reported a patient with poor night vision and trouble adjusting to the difference in visual acuity between her eyes following unilateral intraocular lens (iol) implant surgery. The surgeon also reported the patient was upset that she could not see her computer screen without glasses. Additional information has been requested.